Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Also, broken off and missing end cap, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump is broken. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.